Manufacturer narrative:
The device was returned as part of the asset return process [forceps mouthpiece is shaved off, due to a pinhole on bending section and a dent on the distal end, water tightness is lost, several scratches found throughout the device, and venting connector under grip is shaved]. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus, the olympus asset uretero-reno fiberscope had a bending section pinhole. Upon inspection and evaluation, the forceps channel port is shaved off. There was no report of patient harm or user injury associated with this event. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during incoming inspection and evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Section d4 was corrected with information that was inadvertently omitted from the initial report. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the forceps channel port damage could not be determined. It is possible that the damage was caused by stress of repeated use, external factors, or device handling. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "1.inspect the eyepiece section and appearance of the control section for excessive scratching, deformation, loose parts, or other irregularities visually and with touching. 2. Inspect the eyepiece lens and the cover glass of the light guide connector for any irregularities such as scratches, cracks, and stains. 3. Inspect the boot and the insertion section near the boot for any irregularities such as bends, twists, tears, and cracks. 4. Inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. 5. Holding the control section with one hand, carefully run your other hand back and forth over the entire length of the insertion section." Olympus will continue to monitor field performance for this device.